Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022. H6: investigation summary: one sample and three photos were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. The sample was connected to a syringe with saline solution. It expelled the solution with normal flow. Foreign matter inside two glass plate was also received and sent to a laboratory for further analysis. A device history record review was completed for provided lot number 1055372. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter contamination, and was clogged. The following information was provided by the initial reporter: needle is clogged. The syringe could not be triggered. We examined it and a particle was found in the needle, which clogged the needle.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter contamination, and was clogged. The following information was provided by the initial reporter: needle is clogged. The syringe could not be triggered. We examined it and a particle was found in the needle, which clogged the needle.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter contamination, and was clogged. The following information was provided by the initial reporter: needle is clogged. The syringe could not be triggered. We examined it and a particle was found in the needle, which clogged the needle.